Event description:
Event description boston scientific crm received information that this defibrillation lead was exhibited oversensing and was explanted. During the explant procedure it was noted that there was blood within the insulation of the lead. A new defibrillation lead attempted however the chronic lead and this lead got entangled within one another and could not be explanted. The patient had to undergo a sternomoty to explant both leads.